Event description:
1973 - left breast radical 1974 - right breast removed - cancer. 10/29/76 implant left and right. 3/29/76 both implants replaced with another brand. Hardness, pain, illness, dizziness. May have ruptured.